Event description:
It was reported that during a cerebral embolization procedure for an aneurysm, a microcatheter was used to deploy the stent. The vessel anatomy was somewhat tortuous around the second turn, where the device became constrained. The physician attempted to recapture and redeploy the stent several times but was unable to get the device open. After the entire device was removed, it appeared stretched and too long. The stent had been landing in the petrous segment, indicating that a shorter device was needed. The case was aborted. The patient was admitted and rescheduled for retreatment with a shorter device. The patient remains stable. The report is being submitted because the case was aborted and rescheduled for retreatment.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.